Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# ni, lot# ni, unknown right mandible tmj component. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00212. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the stabilizers. A definitive root cause cannot be determined. It was reported the revision was due to malposition of the implant, however, this could not be confirmed without medical records or post-op images. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right tmj procedure on unknown date. Subsequently, the patient is planned to be revised due to malposition of the implant. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information, this product did not cause or contribute to the reported event. This initial and supplemental reports submitted needs to be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is further reported that the patient has not been implanted or revised of any tmj implants. There is a plan to use zimmer biomet product during a future procedure.